Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown due to insufficient power. Customer's blood glucose level was 600 mg/dl. Reportedly, the customer delivered a bolus to address blood glucose level. Insulin delivery was successfully resumed.